Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was presented to ER with complaints that the device was firing and stated that the device probably fired 3 to 4 times prior to arrival. On arrival with ems, the patient was having intermittent episodes of vt and the device fired 3 additional times in the ambulance on the way to ER. In the ER, the device was interrogated and was found to have recorded 14 episodes of vt and delivered 67 shocks in total. The patient was started on amiodarone drip and was admitted to intensive care unit. Once in the ICU, patient became pale and nauseated. On the monitor it was noted several episodes of vt which at the beginning were non-sustained but then became sustained vt. Finally, his blood pressure dropped and he was found to be in pulseless electrical activity. Code blue was called and the ER physician ran the code for several minutes. Regained pulse after a few minutes of chest compression and drugs, however, he coded several times. In the interim, ER physician talked with the family about possible withdrawal care given the poor prognosis after almost 2 hours between pea and some regaining of pulse but not completely recovery. In the meantime, (B)(6) was also notified. Later the patient expired.